Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure. The right atrial (ra) lead was unable to be implanted due to a helix mechanism failure and was found to be repositioned several times. After multiple attempts at repositioning the ra lead, the physician elected to remove and replace the ra lead on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes the right atrial (ra) lead was repositioned several times due to poor pacing and sensing measurements due to dislodgement. The ra lead was further unable to be implanted as the ra lead helix was unable to be extended and retracted due to a helix mechanism failure.